Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable-pump won't run." The reservoir volume was 65.5 ml, rate at 1.1ml/hr. 33.3ml was administered. There was also an air in line reported. There was no patient injury.